Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side breast pain and device migration. Concomitant medical products: catalog #: 3507405mc; serial number: 7546205-023 / catalog #: 3507405mc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 405cc mentor memorygel breast implant and was presented with breast pain and implant migration on her right side. The physician suspected fold of right implant (catalog #: 350-7405mc; s/n: (B)(4)) on (B)(6) 2018. If additional information is received, a supplemental report will be sent. As a result, the patient underwent bilateral explantation and replacement on (B)(6) 2018 with catalog number: smpx465; serial number: (B)(4), and catalog number: smpx465; serial number: (B)(4).